Event description:
Temperature alarms 10 and 11 were reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer successfully cleared the alarm and resumed insulin delivery; they were advised by technical support to monitor the situation and contact them again if the issue recurred.